Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction recurs, which they acknowledged and understood.